Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received messaging stating ¿you are trying to reuse the cartridge.¿ additional information was not provided. Reportedly, the customer successfully loaded a new cartridge and resumed insulin therapy. There was no reported adverse impact to customer's blood glucose level.